Event description:
It was reported that magnesium sulfate was set to infuse over two and a half hours through secondary set. It was then observed that the medication bag was empty forty minutes later and noted that the primary bag appeared fuller that it should be. The patient did not receive the medication on time. There was no patient impact. Upon further testing of the set by the hospital's medical engineering department, it was confirmed that the issue was due to backflow check valve failure.

Manufacturer narrative:
The customer complaint of backflow check valve failure could not be confirmed due to the product was not returned for failure investigation. Device history record for model 2420-0007 lot 20025351 shows that the set was manufactured on 6 february 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as no product was returned. No investigation was performed.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per previous discussion with the customer, it is (B)(6) policy not to provide patient demographics.

Event description:
It was reported that magnesium sulfate was set to infuse over two and a half hours through secondary set. It was then observed that the medication bag was empty forty minutes later and noted that the primary bag appeared fuller that it should be. The patient did not receive the medication on time. There was no patient impact. Upon further testing of the set by the hospital's medical engineering department, it was confirmed that the issue was due to backflow check valve failure.